Manufacturer narrative:
This report is filled on march 07, 2017.

Manufacturer narrative:
This report is submitted february 23, 2017.

Event description:
Per the clinic, the receiver stimulator was explanted on (B)(6) 2017, due to a break down of the skin flap. The electrode array was left insitu to preserve the cochlea for future implantation.